Manufacturer narrative:
The device ro 12 020 has been inspected for investigation purpose. The tests performed confirmed that the interface part of the pointer was damaged. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the pointer probe was non-functional. There was no patient involvment reported.